Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified coronary artery. After a guide catheter was engaged in the lesion, pre-dilation was performed with a 2.0x15mm balloon catheter at 12 atmospheres. A 24 x 2.75mm promus premier drug-eluting stent was then advanced for treatment. However upon advancing, resistance was encountered and the physician applied more force. It was then noticed that there was a fold in the delivery catheter. When the physician tried to straighten the delivery catheter, the shaft fractured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.